Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Received device is not fractured. This is an implant loss case. Medical device problem code 1260 is incorrect. Code 2408 has been added to this report. Investigation findings codes 3252 and 3243 are incorrect. Code 213 has been added to this report.